Event description:
It was reported that the 9900 system had a movement error message then would not move. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.